Event description:
The reporter stated a 12.6mm micl 12.6 implantable collamer lens was torn. There was patient contact but no injury. The backup lens was implanted. The facility was unable to provide any additional information.

Manufacturer narrative:
(B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found one haptic torn. The lens was returned in liquid. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).